Manufacturer narrative:
Service inspected the analyzer and determined the alnty I probe tub wash (list number 04s60-02) was the cause of the issue. The part was replaced which resolved the issue. The module function was verified with a control/precision run. Review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported related to the complaint issue. Trending data and device history record review for the alnty I probe tub wash did not identify any trends, non-conformances or potential non-conformances associated with the complaint issue. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). Section a patient information: no further information was provided.

Event description:
The customer obtained a false reactive alinity I toxo igg result. On (B)(6) 2021 sample (B)(6) generated a reactive result of 3.7 iu/ml. The sample was retested and generated a non-reactive result of 0.1 iu/ml. The patient has a history of a negative result for toxo igg. No impact to patient management was reported.